Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer reported low blood glucose symptoms with a result of 4 mmol/l obtained on the mobile system. An ambulance was called, and the customer tested 2 mmol/l on the professional device. The time between the reported results is not known. The customer was admitted to the hospital for 8 hours and was treated with glucose. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device however the test cassette is no longer available.